Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call drive support cap damage on the insulin pump. Customer¿s blood glucose level was 9.1 mmol/l. Troubleshooting for the insulin pump was performed. Customer advised the drive support cap was loose and stuck out. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Findings: pump received with cracked and broken off end cap. Pump received with operating currents within specific. And passed the self test, and off no power test. Unable to perform the unexpected alarm error test, displacement test, seat & rewind and basic occlusion test, occlusion test, prime test, excessive no delivery test, and the dat test or verify possible over delivery due to broken off end cap. Pump also received with partially broken reservoir tube lip, broken battery tube threads, case cracked at the display window corner, missing lcd display window, cracked reservoir tube, and scratched reservoir tube window.